Manufacturer narrative:
Result: torque tube weldment.

Event description:
It was reported by service report that the weld broke on the torque tube weldment. No pt involvement or adverse consequences were reported.